Event description:
It was reported that shaft break occurred. The patient presented with coronary arterial disease and underwent percutaneous coronary intervention. The target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 2.25 x 8mm synergy xd drug-eluting stent was advanced through a guide catheter and guidezilla guide extension catheter. The physician decided to remove the guidezilla to make the stent delivery easier. However, it was noted that when the stent was pulled out of the body, the shaft broke in half. The broken shaft was pulled out intact. A 2.50 x 8mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noted that the stent was frayed. Another 2.50 x 8mm synergy xd drug-eluting stent was used to complete the procedure. No patient complications were reported.